Event description:
Additional information was received that the patient experienced syncope resulting in a head injury. Additionally, high pacing impedance was observed on the device.

Event description:
During a clinic follow-up, a loss of capture and low pacing impedance were observed on the device on a pacemaker dependent patient. Additionally, premature battery depletion was suspected on the device. Technical support was contacted and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of premature discharge of battery, inability to capture, and pacing impedance anomalies were confirmed. The device was received with no output. The device was cut open and the battery was at below end-of-service levels. High current was observed during the analysis, and it was isolated to an anomalous capacitor which caused the battery to drain prematurely, which is consistent with the reported event.